Manufacturer narrative:
There was an allegation of an additional patient sample with discrepant bil-d gen.2 (direct bilirubin) results from the cobas c 503 analytical unit. The initial result was 1.27 mg/dl and the repeat result was 0.452 mg/dl. The field service engineer adjusted the rinse unit, cleaned the rinse unit tubing and probes, and ran a precision check. The investigation is ongoing.

Manufacturer narrative:
The cobas c 503 analytical unit serial number was (B)(6). General reagent issues were excluded as the calibration and qc data were acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable bil-d gen.2 (direct bilirubin) results from the cobas c 503 analytical unit. The initial result was 1.18 mg/dl. As the total bilirubin result was 0.790 mg/dl, the sample was repeated. The repeat direct bilirubin result was 0.467 mg/dl.

Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated. The analyzer alarm trace contained numerous abnormal aspiration alarms. Therefore, the investigation determined the issue was consistent with pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. A hardware-related issue could not be ruled out as the issue appeared to be resolved after the service actions. The investigation did not identify a specific cause of the event.